Manufacturer narrative:
A touchscreen assembly was returned for analysis. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. An investigation was performed and the ul_lr / ur_ll resistance measurements are out of specification. The customer complaint of touchscreen out of specification was confirmed; faults are found on this returned touchscreen.

Event description:
It was reported to philips that a touched position was observed to be out of alignment during periodic maintenance. The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported. The philips field service engineer (fse) observed the issue during device maintenance. Touchscreen calibration was performed, but the phenomenon was not resolved. Following the evaluation of the device, the fse replaced the touchscreen to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.

Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).